Event description:
It was reported that a 980 ventilator generated an error which rendered the unit inoperable. There was no patient involvement at the time of the event. The service engineer (se) evaluated the device and was unable to reproduce the error. The se performed extended self-testing on the device and all tests passed.